Event description:
It was reported that the handpiece ran without user activation during procedure. There was no injury to the user or pt, and no adverse consequences.

Manufacturer narrative:
Upon evaluation, corrosion was found on the motor, bearings, and various other internal components. Corrosion can cause increased friction between rotting components, which can cause heat to be generated.